Event description:
It was reported the patient woke up a couple of days prior to this report and their symptoms of shaking returned. The patient was not able to adjust stimulation and the patient programmer displayed a "call your doctor" icon and an information power on reset (por). The patient was able to clear the por and their therapy was now working. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v822991, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).